Manufacturer narrative:
UDI: (B)(4). The lot number was documented as 1101 in the initial report. The correct lot number is ma1101. The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. The initial medwatch stated the date of manufacture was unknown, the date of manufacture is mar 6, 2014. The actual device was returned for evaluation. During repair, it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). The manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the quick coupling device was not working properly. It was unknown if there were any delays to the planned surgical procedure. It was unknown if a spare device was available for use. There was there were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.